Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for unk - screws: locking. Rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a study was conducted where a serious injury of non-union was noted. Study ID: depuy - (B)(6). Subject ID: (B)(6). Original injury was (B)(6) 2023. Patient sustained a high energy trauma to the right side. A tibial nailing advanced (tna) was used. Four (4) locking screws were used as well as three (3) low profile locking screws. The surgical date was (B)(6) 2023. (B)(6) 2023 union had not been achieved. (B)(6) 2024 ap/lateral x-rays taken; union had not been achieved and the patient indicated pain with infection. (B)(6) 2024, date of revision surgery. This report is for one unk - screws: locking. This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes employee. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.